Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had lost power as a result of not being able to remove the battery cap to replace the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: there were no pump reboot events observed in the pump's black box. No damage was found to the battery compartment. The battery cap was found to be damaged. The pump was exercised for 24 hours with no power issues occurring. The alleged issue could not be duplicated.